Event description:
It was reported that during the implant procedure the stylet got stuck and could not be moved. The physician judged that the lead was the cause. The lead was attempted not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.